Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 10/19/2019. H-3 additional evaluation summary: a picture was received for analysis. Upon visual inspection of the picture, a detached needle could be observed. An empty labeled winding former and a detached needle of product code vcp359 was received for evaluation. During the visual inspection of the needle, the swage and attachment area were noted to be as expected. No suture remnant was observed into the barrel hole and the suture was not received to determine the assignable cause. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Due to the suture was not received, it could not be determined what may have caused the reported incident .

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an abdominal complex surgery on (B)(6) 2019 and suture was used. During the procedure, the suture cut. The procedure was successfully completed with a like device. There were no adverse patient consequences reported.